Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead exhibited clavicular crush damage at 26.3 cm - 27.4 cm from the connector pin. An insulation abrasion was found at this location which exposed the outer and inner coils. The coil filars were crushed but intact. Electrical testing found shorting of the conductors at the clavicular crush region which contributed to the reported low lead impedance.

Event description:
It was reported that the patient presented to the emergency room with chest pain. The right ventricular lead exhibited noise, low impedance and loss of sensing. Noise was reproduced with isometrics. The device was explanted and replaced on (B)(6) 2014.